Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxplus pressure rated extension set was separated the following information was received by the initial reporter with the following verbatim it was reported by the customer that the j loop disconnected causing blood to freely flow of piv. No clamp was on the part still attached to piv.

Manufacturer narrative:
Investigation summary: 3 photos were received with the customer's complaint of separation of maxplus connector. The photos verified the separation at the upper y site connection and the complaint has been verified. The root cause of this issue cannot be determined without the physical sample for investigation. The production history was analyzed and there were no issues found during quality inspections that would lead to this issue.

Event description:
Photos.